Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0tuzj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that when the health care provider (hcp) was taking the patient's femoral pulse, the hcp suddenly received a shock. The hcp was not touching the ground or the unit, only the patient. The physician was using cautery on the case. Impedance measurements were taken and were fine. The stimulator was doing fine and the patient was able to adjust it without any problems. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.